Manufacturer narrative:
H3: product analysis of the device found that visually, a portion of the cuff balloon where the inflation lumen inserts air into the cuff was adhered to the distal end of the device when returned. For further analysis, a syringe was used to inject 20cc of air into the cuff and the cuff was deformed when fully inflated. Per the drawing, rtv is applied at both ends of the cuff and under the blue band. For additional analysis, a leak test was performed by submerging the entire device under water and no bubbles (leakage) occurred. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, when the anesthetist test the cuff by air, found that the cuff leaked air. The anesthetist tried to reflate the cuff but the cuff still leaked air. So, the anesthetist changed to a new endotracheal tube. There was no patient involved.